Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 391.201; synthes lot: p507467; supplier lot: n/a; release to warehouse date: december 20, 2001; supplier: pioneer surgical technology. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair evaluation: the customer reported the cable was stuck in the handle. The repair technician reported the device was missing a part, and was warranty replaced. Warranty replaced is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: device interaction/functional visual inspection: the cable tensioner and unknown cable/wire were returned to us customer quality. Upon visual inspection, it was noted that the cable was stuck in the tensioner, and the nose piece was missing and not returned. The cable appeared to be frayed, broken, and jammed within the chuck jaws. The knob of the tensioner was found to function as intended, but the internal jaws were not opening and closing more likely due to the complaint condition of stuck cable inside. Overall, the device appeared dull, consistent with age and repeated usage (17+ years). No new malfunctions were identified as a result of the investigation. Document/specification review: the following drawing, current and time of manufacture, was reviewed; cable tensioner orthopaedic cable system: 391_201 revision e (manufactured version) the following review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Dimensional inspection: due to the nature of the complaint and missing component (nose piece), dimensional inspection could not be performed. Conclusion: upon visual inspection, the complaint condition of a stuck cable was confirmed . While no definitive root cause could be determined, the most likely cause for this complaint is cumulative wear which is consistent with over 17+ years of device use. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, an unknown cable was stuck in the cable tensioner handle when the consultant picked up the instrument set. This occurred after the unknown procedure. Patient outcome is unknown. This report is for one (1) cable tensioner. This is report 1 of 2 for (B)(4).